Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no damage, contamination, or other anomaly was found to the button contacts or keypad flex. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.